Event description:
It was reported that the insulin pump had a recurring power error alarm that occurred every fourth hour. The caller stated that the alarm suspended insulin delivery. The caller was advised to record the settings by uploading to the computer software or write them down. The caller stated that the download was unsuccessful. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.